Manufacturer narrative:
(B)(4). Batch #: n4m186. Date of event is 2020. Event day and event month were not provided. Investigation summary: the analysis results found that the cb12lt device was returned with device inside the packaging and with the package partially open on the side. As part of our quality process, the manufacturing records of this lot was reviewed, and the manufacturing standards were met prior to the release of this lot. Additional evaluation performed by cincinnati analysis site: the device was returned with device inside the packaging and the package partially open on the side. Seal transfer is demonstrated on the packaging indicating the open area of the package was sealed prior to leaving the manufacturing facility. During the investigation, it was noted the returned package underwent decontamination via ethylene oxide (eto) sterilization at cg labs. Confirmation was made with cg labs decontamination site that product returned as part of pc-000768307 underwent eto sterilization as part of the standard decontamination process for returned complaint devices. Cross functional team members noted that cb12lt devices are packaged in non-porous materials, fmp lid stock and c-film roll stock, and that eto sterilization should not be used on devices that still have an intact barrier. The non-porous nature of the material coupled with the eto process would cause an intact sterile barrier to breach as demonstrated in the returned device. Based on the opening demonstrated in the package, seal transfer was demonstrated in the opened area. In addition, the customer did not allege a deficiency with the additional returned device and the device was subjected through eto sterilization at cg labs. Therefore, the package was most likely opened because of the sterilization process that was used during decontamination of device received from the account at cg labs, and was returned from the customer with the sterile barrier intact. It should be noted that as part of our quality process all, devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device lot/batch number, and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the device was being returned from shelf due to concern of damaged packaging, however unable to determine specific damage concern from customer. There was no patient involvement.